Manufacturer narrative:
Sample were returned and evaluated. A visual inspection revealed filamentous foreign bodies in the prn cap. A review of the device history and sterilization records revealed no abnormalities. Bd was able to duplicate or confirm the customers indicated failure mode. There were no abnormal records to defect, no abnormality of sterilization process, no abnormality of serialization process, the test of bi aseptic test passed, and the eo residue test passed. The root cause for this reported defect has been determined to be a manufacturing related issue. No CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd intima ii¿ IV catheter 24g x 0.75 before use. There was no report of injury, or medical intervention.